Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. The customer reported a blood glucose level of 128 (mg/dl). During troubleshooting with tandem technical support, small air bubbles were noted in the tubing. The customer declined to remove their site and opted to monitor their bg levels and contact tandem technical support again should they need additional assistance.